Manufacturer narrative:
No delivery or occlusion alarm during therapy not found during testing. Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarms. The customer¿s blood glucose level was unknown. The customer reported that the insulin did not exit at the time of fill tubing and again got a no delivery alarm. The customer changed the entire set and insulin did not exit during fill tubing. The customer reported that the insulin pump passed the displacement test. The insulin pump will not be returned for analysis.